Manufacturer narrative:
Additional information received via email and attached on 04-oct-2021: event did not occur while pump was in use with the patient; event occurred at the customer's in house testing facility. Event detail updated to reflect that no medical intervention required. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a bubbled downstream occlusion sensor seal. The customer stated problem was duplicated and confirmed. The device found alarming error code 41171 in red screen upon power up which indicate a problem with software revision a timing issue. It was determined that the microprocessor board was malfunctioned and it was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump displayed error code 41171. No patient injury was reported at this time.